Event description:
Boston scientific received info that the pt with this cardiac resynchronization therapy defibrillator (crt-d) had passed away. It was reported by the pt's wife when the pt started 'smothering and the crt-d did not kick in'. The family called the ambulance; however, it took them 30-45 minutes to get there and the pt had already passed upon their arrival. The pt was taken directly to the coroner. The family stated that the pt had congestive heart failure (chf) and wanted to know why the defibrillator did not "kick in sooner".

Manufacturer narrative:
Not returned. The local field rep was aware of the death of this pt and was not contacted to interrogate this device. The implanting physician's nurse stated that the pt had an appointment approx one year ago; however, was not able to travel to it because the pt was too sick. It was reported that the pt switched cardiologists and the name and facility are unk. No further info was able to be obtained regarding the functionality of this device at the time of death and/or the cause of death. As of today, this crt-d had not been returned to boston scientific for analysis. Should the device be returned, or if any add'l info becomes available, this event will be updated.